Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down key was not responding. The insulin pump was receiving insulin flow blocked alarms during the bolus. Customer had changed sets and reservoir couple of times but it was the same. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.